Manufacturer narrative:
Connector reseated; cooling unit switched on. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the tube cooling unit was not on, and an error 'exposure not possible' occurred on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.